Event description:
It was reported that the customer was hospitalized for one week; details and nature of hospitalization were not provided. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.